Event description:
It was reported that during a picu patient¿s infusion, four pc units alarmed and shut down during a hospital monthly back up generator test. The patient had a transient blood pressure decrease and returned to normal values after the event. Two units alarmed shortly after the test started, and two units alarmed shortly after the test ended. The hospital left main power shortly after 6:00 am and switched to generator power. At that time, two pc units exhibited a system error and unknown alarm. The devices were reported to have shut down and the user then obtained a new set of units to continue the patient¿s infusion. At approximately 6:30 am, the generator test ended and the hospital returned to main power. Both of the new pc units exhibited an unknown alarm and shut down. Additional devices were obtained to continue the patient¿s infusion, and the 4 event pc units and related modules were sent to biomed for evaluation. At the time of the events, three of the units were plugged into red outlets, and the remaining pc unit was plugged into the IV pole power strip which was plugged into the red wall outlet. At some point, the user took a photo of the pc unit screen which displayed the system error and an 120.4610 error code message indicating that the operating devices were continuing to infuse. For all shut downs, is not known if the nurse shut down the units or if a spontaneous shut down occurred. The pc units had 4 modules attached to each pc unit at the time of the event, and norepinephrine, epinephrine and vasopressin were some of the medications infusing. Biomed identified an error code 120.4610 in 3 of the 4 pc unit logs, and both IV poles with attached power strips passed testing after the event. The tubing was not sequestered. This file is for one pc unit and related modules.

Manufacturer narrative:
The customer¿s reported issue that the system shut down during generator testing was not confirmed. Physical inspection of the device noted cosmetic issues only with the rear case. There were no other anomalies observed. Review of the pcu error and event logs had no recorded usage or malfunctions having occurred on the reported incident date. This finding was reported to the customer and the response coincided with the findings; ¿what may have happened is she may not have got the 2nd set of pumps from the 06:30 issue turned on and programmed before the switch back¿. The alaris system has been verified to be in compliance with the alaris system design requirements for ac input and iec 60601-1-2 ed. 3.0, clause 6.2.7, for professional healthcare facility environment in regards to voltage dips, short interruptions and voltage variations on power supply input lines. The picture attached to the file was a pcu screenshot displaying the system error code 120.4610. This picture was determined to be one of three other systems returned for the reported issue and was not associated with this returned infusion system. The root cause was not identified because it is believed the system was returned in error after finding no recorded evidence of having been actively involved or malfunctioning during the generator testing.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that during a picu patient¿s infusion, four pc units alarmed and shut down during a hospital monthly back up generator test. The patient had a transient blood pressure decrease and returned to normal values after the event. Two units alarmed shortly after the test started, and two units alarmed shortly after the test ended. The hospital left main power shortly after 6:00 am and switched to generator power. At that time, two pc units exhibited a system error and unknown alarm. The devices were reported to have shut down and the user then obtained a new set of units to continue the patient¿s infusion. At approximately 6:30 am, the generator test ended and the hospital returned to main power. Both of the new pc units exhibited an unknown alarm and shut down. Additional devices were obtained to continue the patient¿s infusion, and the 4 event pc units and related modules were sent to biomed for evaluation. At the time of the events, three of the units were plugged into red outlets, and the remaining pc unit was plugged into the IV pole power strip which was plugged into the red wall outlet. At some point, the user took a photo of the pc unit screen which displayed the system error and an 120.4610 error code message indicating that the operating devices were continuing to infuse. For all shut downs, is not known if the nurse shut down the units or if a spontaneous shut down occurred. The pc units had 4 modules attached to each pc unit at the time of the event, and norepinephrine, epinephrine and vasopressin were some of the medications infusing. Biomed identified an error code 120.4610 in 3 of the 4 pc unit logs, and both IV poles with attached power strips passed testing after the event. The tubing was not sequestered. This file is for one pc unit and related modules.